Event description:
It was reported that there was an oxygen leak (hissing sound). The event occurred prior to patient use.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: UDI number is unknown. One device was received. No physical damage was found on the device. Per functional testing, there was a gas leak from inside the parapac body. The complaint was confirmed. The root cause was the gas pressure indicator. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The gas pressure indicator was replaced.